Event description:
In this event, the customer's charger showed melting and discoloration around the receptacle where the usb-c cable was connected. No injury or medical intervention was reported.

Manufacturer narrative:
Input from risk management: the charger, the power supply adapter and internal battery pack are conforming to the applicable standards. The design measures in the risk management file covering the charging protection circuitry including overcharging, over temperature, short circuit are sufficient. Flame retardant material on the charger housing and cord sleeve prevent possible burning. The risk is acceptable, mitigation as low as possible.